Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastostomy device was placed in an enteral feeding device replacement procedure in 2009. According to the complainant, water leaked from the balloon 15 days after it was placed. The balloon came out from the pt and it could not be re-inflated. Another corflo cubby low profile gastostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.